Event description:
It was reported that during a lap assisted vaginal hysterectomy, the device was being used while transecting the uterus. The device produced an instrument error code while taking a bite on the tissue. The surgeon used it another time on the tissue and it gave off another error code and the blade fell off into the patient's uterus. The blade was retrieved with a hunter grasper. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.